Manufacturer narrative:
Device evaluation summary: the exhalation valve flow sensor (evq) was returned for failure investigation. The evq was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post). A visual inspection was carried out on the returned evq. It was observed that there was contamination on both the temperature sensor and the flow sensor pcb in particular corrosion on components r1 and r2. The preventative maintenance section of the 980 operators manual gives instructions on preventative maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the settings on a 980 ventilator had been locked out and the ventilator generated a flow sensor error message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The exhalation flow sensor (evq) was replaced. The ventilator passed evq calibration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was no patient involvement at the time of the event.